Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the coronary artery. A 2.75 x 38 synergy¿ stent was advanced for treatment; however, the stent was dislodged. The device was removed through the guiding catheter and the procedure was completed with another 2.75 x 38 synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Proximal stent struts were bunched in a distal direction. The stent was crimped to the balloon. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed-returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the coronary artery. A 2.75 x 38 synergy stent was advanced for treatment; however, the stent was dislodged. The device was removed through the guiding catheter and the procedure was completed with another 2.75 x 38 synergy stent. No patient complications were reported and the patient's status was stable.